Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device shut off during patient transport. After the patient was scoped, when removing him from the stretcher, the screen was black. The user was able to turn the device back on 15 minutes later.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.